Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat the distal right coronary artery. The patient presented with an inferior segment elevation myocardial infarction, and an occluded distal posterior left ventricle, which had a large ectatic vessel. A sion blue guide wire was advanced towards the lesion, and pre-dilatation was performed with a 2.5 x 15 mm trek balloon catheter. An unspecified 4.0 x 38 mm xience stent was then implanted with the assistance of a buddy wire and 5.5 guideliner. A 3.5 x 20 mm trek balloon catheter was inflated 6 times to 20 atmospheres. However, there were several failed attempts to fully deflate the device. Therefore, the balloon catheter was removed as a single unit with the guideliner, guiding catheter and femoral sheath, as the balloon could not be rewrapped inside the guiding catheter. Prolonged groin compression in the artery was performed as the patient was fully heparinized. Left femoral artery cannulation was then required and an unspecified stent was implanted to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Nana.

Event description:
Subsequent to the previously filed medwatch report the following information was provided: the size of the guiding catheter used was a 6fr xbrca. Many attempts were made to inflate the balloon due to the re-wrap issue. The balloon was left on neg. Approximately a minute each time which was max. Time allowable given the unstable nature of the procedure. A non-compliant balloon was not used as the balloon was being used as a support for the guideliner placement. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. Device code 2017: above rbp. The device was returned for analysis. The reported difficult to remove and deflation problem were unable to be replicated in a testing environment due to the condition of the returned device. It should be noted that the trek rx and mini trek rx coronary dilatation catheter instructions for use (IFU), states: balloon pressure should not exceed the rated burst pressure (rbp). It is undetermined if pressurization of the balloon above maximum rbp of 14 atmospheres contributed to the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Manipulation of the device in attempts to remove the device resulted in the noted device damages (balloon folded in toward itself, kinked balloon marker, outer member tear). There is no indication of a product quality issue with respect to manufacture, design or labeling.